Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center director reported that eleven days following bilateral lasik surgery, the patient presented with anterior basement membrane dystrophy (abmd) and dryness in both eyes. The patient reported poor vision and headaches, and that the dryness was greater in the left eye. Bandage contact lenses were placed. Per the director, the event is not disabling or interfering with the patient's daily activities. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. (B)(4).

Event description:
Additional information received; the reported symptoms were related to anterior basement membrane dystrophy and are not associated with the use of the laser.